Event description:
Same MFR # 6000093-2005-01262, 6000093-2005-01264. It was reported by the pt that about 1 year after a coronary drug eluting stenting treatment procedure, a hypersensitivity reaction may have occurred. The pt successfully had three unknown size taxus express2 drug eluting stents implanted 1 year ago. About 8 weeks ago the pt began complaining of a rash on his upper torso. The pt has seen an allergist and dermatologist without any resolution. Pt is currently in stable condition.